Event description:
It was reported that during an unknown procedure that clips are delivered crossed. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.